Event description:
It was reported that a pump alarmed and turned off without user input. The customer stated they had to turn it back on and reprogram it. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.